Event description:
The nurse reported a corneal burn occurred. The surgeon stated the phaco handpiece was not aspirating and requested a change to the settings. The nurse changed settings and then the system worked fine. A small white area was noted on the cornea. The patient didn't require additional treatment. The patient outcome was good.

Manufacturer narrative:
The facility continued to use the system with no further problems. The facility did not request service for the system. The nurse did state they re-use single use devices. The phaco handpiece and tip were received for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and a copy of this industry article was provided to the customer. (Burned). This report was mailed to FDA on: 09/25/2009.